Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified proximal right coronary artery (prca). A 3.00 x 24 synergy¿ drug eluting stent was advanced but unable to cross the lesion. Upon removal, it was noted that the proximal edge of the stent flared. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 3.00 x 24 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage and movement on the balloon. Damage was noted across the entire stent, with the most severe damage in the mid-section where the stent struts were bunched. The stent had also moved slightly distally on the balloon, the distal end of the stent was distal of the proximal end of distal markerband. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube and shaft polymer extrusion found no issues. A visual and microscopic examination of the tip identified slight tip damage. No other issues were identified during the product analysis. The crimp stent manufacturing data of the complaint device was reviewed and showed that the stent crimp force, the crimp temperature and the maximum crimped stent profile for the device were all within specification. The maximum crimped stent profile was measured and is within the maximum crimped stent profile measurement. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified proximal right coronary artery (prca). A 3.00 x 24 synergy¿ drug eluting stent was advanced but unable to cross the lesion. Upon removal, it was noted that the proximal edge of the stent flared. The procedure was completed with a different device. No patient complications were reported and patient's status was good.